Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to unknown complications (right). Sr njr number: (B)(4). First revision asa: p2 - mild disease not incapacitating.

Manufacturer narrative:
Please void the initial report. This event was previously reported under (B)(4). Medwatch number 3010536692-2017-00615.